Manufacturer narrative:
H3: 8709sc catheter: visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving hydromorphone (20 mg/ml at 0.961 mg/day) and bupivacaine (4.6 mg/ml at .2209 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a suspected granuloma and was having a possible catheter revision on monday. Per the reporter, the patient¿s wife said that at the patient¿s refill in (B)(6), they were expecting the reservoir to have 2 ml, but the hcp aspirated 32 ml. Additional information was received on 12-aug-2024 from an hcp via a company representative who reported that the patient reported in (B)(6) 2024, he began to notice a loss in therapy with increased pain. When the nurse came to refill his pump, the clinician programmer read that he should have 5 ml left in reservoir however the nurse pulled out 36 ml and then refilled it. The patient again was not getting any relief and in (B)(6) 2024 when the nurse came back to refill the pump, the clinician programmer said there should be 5 ml left but the nurse pulled out 35 ml and then refill it. The patient¿s hcp consulted with another hcp to revise the system. Today (monday, (B)(6) 2024), the hcp performed a full system replacement including the catheter and pump. On opening the pump pocket, the hcp noted excess fluid from the pump connector segment of the catheter. The hcp decided to do a full system replacement but had to leave a small portion of the old catheter in the patient, however, it is non-functional. Today the clinician programmer said there should be 32.3 ml left in the reservoir, however, a full 40 ml was taken from the old pump. The issue was noted to be resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2009. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 09-jan-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that "no granuloma was confirmed". The cause of the ¿excess fluid from the pump connector segment of the catheter¿ was not determined.